Manufacturer narrative:
H3: analysis determined that there was an occlusion in the catheter access port (cap) which is consistent with dried drug, blood, or foreign material. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was received for analysis, however analysis has not yet been completed. A follow-up report will be sent once the results become available. Product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (500mcg/ml at 96.69mcg/d) via an implantable pump for non-malignant pain and spinal pain. It was reported that during a pocket revision, a catheter dye study was attempted and it was thought that the catheter was not patent. When the catheter was disconnected from the pump, cerebrospinal fluid was flowing but the side access port was plugged. The pump was then replaced. There were no external factors that contributed to the issue. The issue was resolved at the time of the report. The pump will be returned for analysis. The patient's weight at the time of the event was 190 pounds and they had a medical history of chronic pain. The patient's status at the time of the report was alive - no injury. Additional information was received from the company representative who reported that there was not an issue with the catheter. It was aspirated before being reattached to the new pump. The reason for the pocket revision was that the pump was found to be flipped in the pocket during a dye study. The side port was found to be blocked so the pump was replaced. The cause of this was not determined.